Event description:
It was reported that during a laparoscopic prostatectomy procedure, the blade fell off and into the patient. The pad was retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.